Event description:
The customer reported via phone call that they had a scratch on the screen of the insulin pump. Customer stated that the esc button is hard to press and it is not responding. Customer's blood glucose was 233 mg/dl. Customer stated that the pump screen and pump are functioning as designed. Customer stated that they had a keypad issue. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The escape button was unresponsive due to a corroded keypad trace. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.